Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, scleroderma, silicone migration, pain, lump/nodule-ndr, anxiety-product/procedure, edema, pain-ndr.

Event description:
Healthcare provider reported pain, rupture, "extracapsular silicone medial to the implant and in the left axilla," and "benign-appearing nodules" for the left side. Device remains implanted. Healthcare provider later reported ¿pain and discomfort¿, ¿extra-capsular rupture¿, ¿extracapsular silicone medial to the implant and in the left axilla¿, ¿benign-appearing nodules scattered throughout each breast¿, ¿was not made aware of the recall¿, ¿edema¿, ¿joint pain¿, and ¿scleroderma¿.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., g.1., h.6.